Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in the emergency room due to pain at the generator site. Device diagnostics were within normal limits. The device settings were decreased and the patient reported that the pain seemed to dissipate. The patient reported that her treating neurologist had recently changed the device settings. The pain has since resolved.